Manufacturer narrative:
Date of submission 11/8/2017 the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. There were no audible tone, no vibration alert and the display remained blank upon battery insertion. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture contamination found inside the battery compartment. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. The download failed due to an unresponsive pump. The pump was unresponsive due to moisture contamination. The "temperature" portion of the complaint was unable to be adequately investigated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. It was alleged that the battery compartment was cracked, and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.